Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: date of event- (B)(6) 2022. Material # 309628 batch # 1069800 she explained that when taking the sample from the vial, once the syringe was filled, the liquid spilled out of the back of the syringe, suggesting a sealing/leakage problem from the piston.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: date of event: (B)(6) 2022; material # 309628; batch # 1069800. She explained that when taking the sample from the vial, once the syringe was filled, the liquid spilled out of the back of the syringe, suggesting a sealing/leakage problem from the piston.